Event description:
It was reported that the device was leaking. A 2.4mm jetstream xc catheter was selected for a percutaneous angioplasty (pta) procedure in the aorta, iliac, femoral and popliteal arteries. During the procedure, the physician noted that the device was leaking blood. The device was removed from the vessel without any harm to the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage on the catheter shaft or pod. Visual and microscope examination of the baton showed that the aspiration line had a tear or rip. Blood was present in the waste bag, when received. Functional analysis was completed by performing the setup procedure. Test results showed that device primed and functioned as designed. A significant leak was noticed inside of the console at the aspiration roller pump area. The area of the damage on the aspiration line is consistent with the incorrect insertion of the aspiration line over the roller pump. When the door was closed on the console, this caused the door to pinch the aspiration tubing and caused the damage and leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was leaking. A 2.4mm jetstream xc catheter was selected for a percutaneous angioplasty (pta) procedure in the aorta, iliac, femoral and popliteal arteries. During the procedure, the physician noted that the device was leaking blood. The device was removed from the vessel without any harm to the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status post procedure was stable.